Event description:
It was reported that five years after ventricular assist device (vad) implantation, the vad exhibited one low flow alarm and one vad disconnect alarm. The patient experienced unspecified trauma and was unresponsive upon arrival to the hospital. It was further reported that the patient subsequently expired. Of note, there was no mention of bleeding or hemorrhage.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Concomitant medical products: 694758 lead implanted (B)(6) 2009 product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. Review of the available autologs report revealed a sudden decrease in power consumption leading to parameters below the normal operating range on (B)(6) 2020. One (1) low flow and one (1) vad disconnect alarm was logged on (B)(6) 2020. As a result, the reported low flow and vad disconnect alarm events were confirmed. Information received from the site indicated that the patient experienced unspecified trauma and was unresponsive upon arrival to the hospital. It was further reported that the patient subsequently expired. Of note, there was no mention of bleeding or hemorrhage. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible causes of the reported vad disconnect alarm event can be attributed, but not limited to the physical disconnection of the driveline from the controller. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.